Manufacturer narrative:
The device was returned and evaluated. The customer¿s allegation was not confirmed. Additionally, a noisy image occurred due to damage on the charged-coupled device unit. The investigation is ongoing and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported that when using an evis lucera elite bronchovideoscope, a b30 error code appeared. The issue appeared during reprocessing and the diagnostic procedure (tracheoscopy) was completed with a similar device. There was no procedural delay, no patient under sedation at the time, and no patient harm associated with the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to charged couped device (ccd) unit was broken while the user was handling the device which led to temporary displayed error message. The event can be detected by following the instructions for use (IFU) which state: ·inspection of the endoscopic image olympus will continue to monitor field performance for this device.